Manufacturer narrative:
Catheter was discarded by the customer and will not be returned for evaluation. (B)(4).

Manufacturer narrative:
Initial description stated that the patient experienced dizziness.updated information stated that the dizziness was followed by syncope.(B)(4)

Manufacturer narrative:
The report initially stated: the event was adjudicated by the safety monitoring committee (smc) as possibly related to procedure and drug. On (B)(6) 2011, bwi was notified that the event had been confirmed to be reclassified by the smc as unrelated to the procedure and drugs. The relationship to the device remained unrelated. The event updates stated that the dizziness was followed by syncope. Bwi later on received additional information that the syncope lasted for a few minutes. (B)(4).

Event description:
It was reported that one month after the procedure of (B)(6) study, patient experienced dizziness and blood pressure fall. Event was resolved without sequelae on (B)(6) 2010. Patient's prognosis was satisfactory. The event was classified by the facility as unrelated to device, procedure and drugs. Event becomes a complaint after (B)(4) adjudicated it as possibly related to procedure and drug.